Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and severely tortuous, left anterior descending artery. The physician advanced two different non bsc balloons to the lesion, both of which ruptured. On the third attempt, the apex flex over-the-wire was advanced to the lesion and upon the first inflation, ruptured at 14 atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt condition is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. (B)(4).